Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump battery depleted from 75% to 5% prior to the malfunction. The customer's blood glucose level was 230 mg/dl. Customer confirmed that an alternate method of insulin delivery would be obtained.